Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure of a probe occurred, when stepping on the footswitch to move the cutter, it stopped cutting and the sound and vibration became weak during vitrectomy surgery. The surgery was completed after replacing the product with another one. The condition of aspiration and actuation was unknown. There was no patient impact.

Manufacturer narrative:
Additional information provided in d9, h3, h6 and h11. No technical inquiries were received from the customer. One opened probe with tip protector in a tray was received for the report. The returned sample was visually inspected and was found to be non-conforming with orange/brown in color foreign material was on the port face, inside the port and on the welded cap. The sample was functionally tested for actuation, aspiration and cut and was found to be conforming for all functional tests. No abnormal noise was heard during functional testing. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the lot number obtained from the device¿s radio frequency identification (rfid) tag. One non-conformance was identified related to excessive adhesive at diaphragm and extension bonded area. This related non-conformance could have potentially contributed to the reported event; however, the returned sample was found to meet specification. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues and a non-conformance record was opened for the related record on the nonconformance report. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).